Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-1032b, serial #: (B)(4), description: precision spectra ipg and charger kit model #: sc-2158-50, serial #: (B)(4), description: linear lead with enhanced stylet, 50cm.

Event description:
A report was received that the patient's anchors were causing shooting pain up and down her body. It was also noted that a hardware was potentially exposed since a scar was noted on the lumbar spine near the leads. X-ray result showed that an anchor on the right had come close to the surface of her skin which is the area of discomfort that the patient was able to palpate in the back. Neuropathic compounded cream was prescribed. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the stimulator benefit was outweighed by the device discomfort once the anchor began causing pain to the patient. It was noted that there was no skin breakage. The neuropathic cream provided was used to treat the patient¿s device related symptoms. The patient underwent an explant procedure. The physician was unsure if the cervical spine discomfort from the incisional pain experienced by the patient during the previous implantation was device related, however, it was not procedure related. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient's anchors were causing shooting pain up and down her body. It was also noted that a hardware was potentially exposed since a scar was noted on the lumbar spine near the leads. X-ray result showed that an anchor on the right had come close to the surface of her skin which is the area of discomfort that the patient was able to palpate in the back. Neuropathic compounded cream was prescribed. The patient will undergo an explant procedure.